Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28146. It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of infection. The implantable cardioverter defibrillator (ICD) and the left ventricular (lv) lead were explanted on (B)(6) 2021 due to infection. The patient was in stable condition.